Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this device reverted to safety mode. As a result, it was successfully explanted. No additional adverse patient effects were reported. This device has not been returned.